Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that yesterday her pump was not alarming for a no delivery. Customer believes that she was not getting insulin. Customer performed the high pressure test and the pump passed. Customer previously mentioned that when she removed her infusion set, she noticed that the cannula was bent and her blood glucose was over 500 mg/dl at the time of the incident. Customer had moderate ketones but did not go to the hospital. Customer stated that she was okay. Customer later call back and stated that she slept off the moderate ketones and her blood glucose came down to normal range after several hours. Customer also stated that the pump does alarm properly for a no delivery or a complete occlusion.